Event description:
The pump was positioned at an angle. The pocket was uncomfortable when palpated. Interrogation of the pump was difficult. The pocket was repositioned with the catheter access port oriented more medially. The catheter access port was easily aspirated intraoperatively, so nothing was done to the catheter. The pump was easily interrogated and reprogrammed post op. The pt was discharged home the same day and was at baseline. No other difficulties had been reported to the field rep.